Event description:
It was reported that the 9800 system intermittently was a problem with the remote user interface joystick and the foot-switch. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The foot-switch was replaced as a precaution during the service call. The system was tested and found to be working as intended, and put back into service.